Event description:
The account alleged the head of the bed will intermittently lower by itself. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.